Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic experiencing shortness of breath. The pulse generator exhibited backup vvi operation. The device battery was at elective replacement indicator and would be scheduled for replacement.